Event description:
A talent converter stent graft was implanted in a patient for the emergent endovascular treatment of a ruptured 6.5 cm abdominal aortic aneurysm located at the level of the renal artery. Vessels were mildly calcified and mildly tortuous. It was reported that a talent converter stent graft and three talent iliac limbs (MFR report #2953200-2010-02068, MFR report #2953200-2010-02069, MFR report #2953200-2010-02070) were implanted with a good seal, and then a femoral-to-femoral bypass was performed. The physician then elected to open the patient's abdomen to decompress; however, the patient expired. The physician stated that there were no issues with the stent grafts.

Manufacturer narrative:
(B)(4). Results: death pre-operative rupture, using the converter as a primary device; implantation for a pre-operative rupture. Conclusions: using the converter as a primary device; implantation for a pre-operative rupture.